Event description:
The device used during an unspecified procedure, reportedly, a component disengaged into the patient's cavity. The surgeon was able to retrieve the component. The hospital has reported no patient injury.